Event description:
Pt admitted for outpatient laparoscopic/ chole and laparoscopic appendectomy. Stayed as 23 hr. Observation pt. Discharged. Admitted 3 days later and died in the ed. Autopsy shows hemorrhage and revealed that the "clips were loose". The medical examiner said he could have loosened the clips while he was attempting to extract the large hematoma from the cavity. Rptr has been waiting for a copy of the autopsy to better explain where the "clips were loose" but have not received that.